Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that had been receiving baclofen, dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2018 it was reported that the patient had to relocate to a different state from (B)(6) due to the hurricane. The patient¿s pump had not been refilled for 3-4 months, around (B)(6). The patient stated that there was no drug in the pump. The patient¿s pump alarm had been going off for about 3 months and now the patient was hearing the alarm every 10 minutes. The patient stated withdrawal started in (B)(6) and the last 3 months the patient throws up every day, has bad muscle spasms and their body locking up. The patient had went to the hospital for 14 days. The patient was given oral baclofen and it was not helping. The patient was unable to find a physician and physician listings were sent to the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 28-nov-2018 from the patient who reported that he was looking for a new pump managing physician because he moved to (B)(6). He was also having prescription issues because he moved to (B)(6) and he had changed insurance. He had a pain managing physician, but needed a pump managing physician and was having difficulty finding one. Per the patient, his pump started beeping every hour 4-5 months ago then about 3 weeks ago it started beeping every 10 minutes. Per the patient, his pump had been empty 5-6 months and for the last 4-5 days his body was locking up; he could not get up by himself; when he bends he can feel his bones cracking; and he keeps falling on the floor. He stated he ¿does not feel he can live another week, he cannot keep food down and his throat it burned from throwing up¿. The patient had morphine and baclofen in his pump. The patient¿s medical history included being shot which resulted in him being paralyzed and in a wheelchair after which he got the pump. The patient¿s medical history also included that morphine made him sick; every time he got a morphine shot he got sick, but never knew what it was. He was also allergic to seafood. No further complications have been reported as a result of this event.